Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "how to identify abnormalities and how to deal with them · the lighting lamp is not turned on. Press the lamp button. Lighting lamp is not installed. Install the lighting lamp according to chapter 6 replacing the lighting lamp. ·the lighting lamp is not installed properly. Install the lighting lamp according to chapter 6 replacing the lighting lamp. ·the lighting lamp is broken. Replace the lighting lamp according to chapter 6: replacing the lighting lamp." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Customer originally sent this clv-s190 in for repair for the same error message back in march of 2021 (ref report: 8010047-2021-05101). Upon receiving the unit back, the customer reported that the error was still occurring. At the time, an olympus rep was present and cleared the error code. Later the customer reached back out to the rep an said the error had come back, with the main lamp going out, and the spare lamp coming on. At this time, olympus technical assistance center (tac) personnel recommended that the rep verify that the customer is using an olympus lamp in the subject device and not a third party lamp. The rep intends to return to the facility to confirm. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus sales representative (rep) reported that the customer's evis elite xenon light source was presenting an e102 error. According to the initial reporter, this event did not take place during a procedure. Additional details relating to the event have been requested, but are unknown.